Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, the device¿s load did not shoot/fire. Another device was used to complete the case. There was no patient injury.